Manufacturer narrative:
D1: corrected the brand name. D4: corrected catalog number and serial number. Investigation summary: failure to advance: the cause of the deliver issue was determined to be patient condition as the patient had resistance in axillary artery and most likely calcium deposits preventing successful delivery of impella.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 75-year-old male with history of nonischemic cardiomyopathy and peripheral vascular disease presented with acute on chronic decompensated heart failure was taken to operating room for placement of impella 5.5 via the right axillary artery. Despite efforts, the device could not be delivered due to peripheral vascular disease, and the procedure was aborted.